Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however a specific bg value was not provided. A correction bolus was administered via pump to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
H6 device problem code 2892 - remove b5, h6 device problem code 1383 - added, h6 device problem code 2892 - remove.

Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting down. It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however a specific bg value was not provided. A correction bolus was administered via pump to address bg. The customer reverted to an alternate method of insulin therapy.